Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was not working and insulin flow block alarm. The customer¿s blood glucose level was 175 mg/dl at the time of the incident. Customer stated that event was resolved by changing complete set. Customer stated that insulin did not exited. Insulin pump was not alarmed insulin flow block alarm. Customer had only short acting insulin injection. The insulin pump will not be returned for analysis.